Event description:
Swelling, fistula, preceding/simultaneous bone augmentation. Patient had facial trauma to anterior maxilla/mandibular. Sites were grafted by outside oral surgeon prior to implant placement. Implant needed to be deeper, or bone was of poor quality due to trauma/grafting history.